Manufacturer narrative:
The sample associated to this report is not available for investigation.

Event description:
The company received a report where it was reported difficult to inflate the cuff due to a leak. The caller reported that the pt experienced respiratory distress and girgling while on a unspecified model ventilator. The caller reported that the source of the leak was found to be from the seam of the pilot balloon. This report is associated to the third occurrence on MFR# 2936999-2009-00538.